Manufacturer narrative:
Correction to blocks: b5, h6. Block b3: approximation - the battery ran out in november. Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an elective revision procedure of the implantable pulse generator (ipg) due to normal end of service (eos). The patient did not experience any symptoms prior to the device entering eos mode. The ipg was replaced with another primary cell battery. The new ipg is on, activated, and the patient is expected to fully recover. The explanted device will not be returned to boston scientific for analysis, as it was disposed of by the facility.

Manufacturer narrative:
Block b3: approximation - the battery ran out in (B)(6). Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of the implantable pulse generator (ipg) because the device had reached its end of service after approximately 1 year and 10 months since the implant date. The patient had slightly higher than normal therapeutic settings. The patient experienced a recurrence of dystonia when the device shut off. The ipg was replaced with another primary cell battery. The new ipg is on, activated, and the patient is expected to fully recover. The explanted device will not be returned to boston scientific for analysis, as it was disposed of by the facility.

Manufacturer narrative:
The device was disposed of by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was performed on the device's instructions for use (IFU). There is no evidence that the device was used in a manner inconsistent with the labelled indications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of the implantable pulse generator (ipg) because the device had reached its end of service after approximately 1 year and 10 months since the implant date. The patient had slightly higher than normal therapeutic settings. The patient experienced a recurrence of dystonia when the device shut off. The ipg was replaced with another primary cell battery. The new ipg is on, activated, and the patient is expected to fully recover. The explanted device will not be returned to boston scientific for analysis, as it was disposed of by the facility. It was reported that the deep brain stimulation (dbs) patient underwent an elective revision procedure of the implantable pulse generator (ipg) due to normal end of service (eos). The patient did not experience any symptoms prior to the device entering eos mode. The ipg was replaced with another primary cell battery. The new ipg is on, activated, and the patient is expected to fully recover. The explanted device will not be returned to boston scientific for analysis, as it was disposed of by the facility.